Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset (por) parameters were present. Por occurred on (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a fluctuation in battery voltage a couple months prior and a power on reset (por) was observed during a device interrogation. The crt-p was reprogrammed to odo pacing mode and it was decided to continue monitoring the patient. At a following device check, it was noted the patient had been feeling symptomatic with tiredness and shortness of breath since the programming change to odo. The device was then reprogrammed to the previous biventricular settings and the patient not longer felt symptomatic. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.